Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of laparoscopic pyeloplasty surgery, the customer noted that hinge part of the device was falling into the patient's cavity. The piece was retrieved with forceps. The status of the patient is alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the clevis pieces was broken and on both sides of the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of the instrument being forced beyond it indicated use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.